Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. However, as reported, it is likely that the anchor broke due to excess suture tensioning. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10098, 1221934-2017-10100.

Event description:
The surgeon inserted the reported anchor into the bone hole during a rotator cuff repair. While he was tensioning the bridging suture (part number unknown), the anchor was cut by the suture. He used two more replacements successively, but he failed respectively. After those three consecutive failures in the same procedure, he completed the tensioning with the 4th replacement. As far as he remembers, the rotator cuff was less mobile, which forced excessive tension to the bridge suture. All the three broken anchors were brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on (B)(6) 2017. There is no information for the type of suture that was used . There is no information on how many suture tails were used. There is no information if the procedure was completed by using the original bone hole. This failure did not delay the procedure. Additional information received via email from the affiliate on (B)(6) 2017 there is no information whether the same original bone hole was used for the ¿fourth¿ anchor. The procedure was not delayed.